Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The mitraclip instructions for use states to loosen the gripper lever caps to de-air, but do not turn more than one half turn in the open direction. All available information was investigated and the reported gripper lever leak appears to be related to use error as it was reported that the gripper lever cap was completely removed when de-airing the device during preparation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other mitraclip referenced in is filed under a separate medwatch report number.

Event description:
This report is filed for the leak that occurred during device preparation, which has the potential to cause or contribute to serious injury, if used. It was reported that the first mitraclip was deployed without issue; however, after the gripper line was removed, abnormal movement of the clip was noted and it was suspected to be a single leaflet device attachment (slda). During device preparation of the second planned clip, the cap was loosened too much to de-air the clip delivery system (cds)(more than 1/2 turn), resulting in the gripper line sleeves detaching. The cap was unable to be replaced and a leak was noted. The device was not used. Another cds was prepared without further incident. Mitral regurgitation (mr) was reduced from grade 4 to 3. The following day mr had improved to grade 2. No additional information was provided.